Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a "system check failed, replace console immediately" alarm during startup. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned (return date unknown), and the issue was confirmed. Data analysis: imc logs during the complaint date and time are not available. Device analysis: console arrived at (B)(6), the failure mode was reproduced. Further investigation revealed that there was a problem with the purge unit, fwcheck revealed ¿n.a.¿ for hw revision and version. Power measurement was taken for pud voltage supply. 6v and 20v respectively were present. Fs replaced the old pud pcb with a new one and sw was upgraded. The console returned to normal working status. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.